Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. It was reported that the bdc was not flushed prior to the sheath being removed. It should be noted that the instruction for use (IFU) states: remove the protective mandrel (stylet), flush the nc traveler rx coronary dilatation catheter and then slide the protective sheath off the balloon. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the protective sheath could not be removed from the 2.75 x 12 mm nc traveler balloon dilatation catheter (bdc). It was also reported that the bdc had not been flushed prior to attempting to remove the protective sheath. The bdc was not used on the patient. Another non-abbott bdc was used successfully for the case. There was no clinically significant delay in the procedure. No additional information was provided.